Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using the pre-close technique via a 6f sheath hole prior to a cardiac ablation interventional procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, the foot of the second prostyle device was unable to be closed and the device became stuck in the anatomy. The device was removed manually, causing vessel damage. The cardiac ablation procedure was abandoned and a covered stent was used to repair the vessel and achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported difficulties and the subsequent treatment appear to be related to operational context. The patient effects of hemorrhage and vascular injury (tissue damage) are listed in the electronic perclose prostyle instructions for use as possible adverse events of use of the device. Factors that may contribute to difficult to open or close the foot and device entrapment include but are not limited to, tissue or suture caught in the foot or posterior cuff partly deployed in the foot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2: outcomes attributed to ae updated. D4: lot number updated from unknown to 4051441. D4: primary UDI number updated. D9: device available for evaluation updated from yes to no. E4: initial report sent to FDA updated from no to yes. G2: report source updated. H6: medical device problem code 1528 removed. Attachment: medwatch report.

Event description:
Subsequent to the initially filed report, user facility medwatch report received that states: "during an ep study, a perclose device was used for vascular pre-closure on the right femoral artery. Resistance was met with use of the equipment and bleeding noted. Vascular was consulted during the procedure and advised the team to perform an arterial cutdown with stent placement." Additional information: the procedure was an electrophysiology (ep) procedure that utilized a cardiac ablation. The second device was initially pulled out of the artery manually, but remained stuck in the tissue tract. A surgical cutdown was performed to fully remove the device from the anatomy. Contralateral access was performed to place the covered stent and the patient was hospitalized. No additional information was provided.